Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump threshold did not work. Customer's blood glucose was 74 mg/dl at the time of incident but was actually 40 after testing and customer treated with juice. Customer's blood glucose at the time of the call was 83mg/dl. Troubleshooting found that the customer is unable to tell if the drive support cap was sticking out of the device and not recessed into the unit. Customer declined further troubleshooting and will call back when their blood glucose goes higher than 83mg/dl.